Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. Patient changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2325382 the batch 6013310, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013310 was manufactured according to the work instruction (wi) version 101 and packaging in the machine multivac 14 on 17-jun-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5e04021 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 07-jun-2025, with a total of (B)(4)units. The sub-assembly, welding of the lot 5f02571 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07 on 16-jun-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5f02550 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07 on 15-jun-2025, with a total of (B)(4)units. The sub-assembly, welding of the lot 5f03350 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 17-jun-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5e03376 was manufactured according to the wi version 34 and manufactured in the machine ls11 on 01-jun-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5e04017 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07 on 01-jun-2025, with a total of 30,900 units. The sub-assembly, welding of the lot 5f03082 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 04-mar-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5e02179 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 07-jun-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5e02180 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 08-jun-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5e02182 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 08-jun-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5f03093 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 16-jun-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5f03094 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 16-jun-2025, with a total of (B)(4)units. The sub-assembly, gluing connector of the lot 5f03358 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 17-jun-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5f03359 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 18-jun-2025, with a total of (B)(4)units. The sub-assembly, gluing connector of the lot 5f03092 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 15-jun-2025, with a total of (B)(4)units. The sub-assembly, gluing connector of the lot 5f03091 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 15-jun-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5f02586 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 14-jun-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5e02165 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 29-may-2025, with a total of (B)(4)units. The sub-assembly, gluing connector of the lot 5e02174 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 05-jun-2025, with a total of (B)(4)units. The sub-assembly, gluing connector of the lot 5e02180 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 08-jun-2025, with a total of (B)(4)units. The sub-assembly, gluing connector of the lot 5f01649 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 09-jun-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5f01650 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 10-jun-2025, with a total of (B)(4)units. The sub-assembly, gluing connector of the lot 5f02586 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 14-jun-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5e02175 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 06-jun-2025, with a total of (B)(4)units. The sub-assembly, gluing connector of the lot 5e02176 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 06-jun-2025, with a total of (B)(4)units. The sub-assembly, gluing connector of the lot 5e02179 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 07-jun-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5f03358 was manufactured according to the wi version 40 and manufactured in the machine gluing 3 on 17-jun-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.